Event description:
The customer stated that he had been receiving high blood glucose readings from his contour meter. While troubleshooting, he performed control tests and received results of 238 and 253 mg/dl. The normal control range was 103-143 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.